Event description:
A distributor notified vapotherm that hosp was using a 2000i unit and, after 13 days of use, the cultured samples of the water and found ralstonia picketti. The reason they cultured water samples was because they were aware of the vapotherm 2006 recall of the product for special cleaning. The unit was removed from the hosp. Vapotherm has no knowledge of any adverse effect on any pt, though the investigation of this complaint is ongoing. The distributor indicated that the pt did not have any indication of ralstonia.

Manufacturer narrative:
A disposable water bottle with water, a delivery tube and a length of tubing were returned to vapotherm. These disposable parts are not part of the main electro/mechanical unit. The main 2000i unit has not been returned despite requests for it to be returned. The samples are being sent to an independent laboratory to culture for evidence of ralstonia bacteria. The co has been informed by the distributor that the pt did not have any indication of ralstonia. Also there have not been any indications or reports of ralstonia before or after the incident. The co has not been able to obtain the hosp's procedures for conducting the culturing studies or the hosp's report. Thus, it is unk if the hosp was using aseptic sampling practices. It is not known if the laboratory techniques that were used were in compliance with good laboratory practices or that standard protocols were followed. The co was informed by the distributor that the unit was disinfected prior to being used by the hosp, but it is not known how many times the unit has been disinfected, or if the disinfectant procedure instructions were followed. It is also not known whether the disinfection was conducted by trained individuals. The co has had no other knowledge of a ralstonia case reported since the 2006 recall action. The co will supplement the MDR with add'l info as it becomes available from the ongoing investigation.